Event description:
In 2008, the lay user/patient's daughter contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was reading inaccurately high. The complaint was classified based on the conversation the customer care advocate (cca) had with the reporter, since the medical affairs specialist (mas) was unable to contact the pt by phone. At 8:14 am on the same day, the patient's daughter claimed they obtained a reading of "169 mg/dl" on the subject meter. Sometime after obtaining this result (time unknown), the reporter stated that the pt started to "shake real bad." In addition, the patient's daughter reported that the pt was treated with humalog insulin (dose unknown), but it is unclear if it was administered as a result of the "169 mg/dl" reading or as a result of the symptom, the pt developed. At 10:23 am that same morning, the pt was reportedly tested on the subject meter again and they obtained another result of "169 mg/dl". At an unspecified time that morning, the pt was also tested on a non-lfs meter and they obtained a reading of "149 mg/dl". It is unclear what the time difference was between the two meter readings. However, if the results were taken within 30 minutes of each other, based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <=30% and/or <=30 mg/dl. It would have been helpful to confirm the following info with the pt and/or reporter: the patient's "usual" blood glucose readings, the typical symptoms the pt experiences when her blood glucose is running low and high, when the pt was given the humalog insulin, the time the pt symptoms developed and if she was tested at the time of the symptoms, the amount of insulin the pt was treated with, the amount of time that elapsed between treatment and the second result of "169 mg/dl" obtained on the subject meter, and if the patient's symptoms were relieved. At the time of troubleshooting, the cca confirmed that the pt was applying the sample correctly and that the puncture area was being cleaned properly. Replacement products were sent to the pt. This complaint is being reported because the pt reportedly developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and stirps for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or stirps do not pass inspection, lifescan will inform FDA of the results in a supplemental report